Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified and a different issue was identified. No cartridge was returned for investigation; therefore, investigation was not performed for reported cartridge issue.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred when the customer attempted to load multiple new cartridges. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer¿s blood glucose level was 134 mg/dl. Reportedly, the customer had manual injections as an alternate method of insulin delivery.